Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 8. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, the implant was removed upon patient¿s request. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.